Manufacturer narrative:
Reporter's contact information was erroneously entered in initial report. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot e334 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories tubing leak, alarm #1: air detected and alarm #4: centrifuge chamber door and no trend was detected for these categories. The kit and smartcard associated with the complaint were returned for analysis. Review of the smartcard data indicated that the prime was completed successfully. Blood collection was started and a system pressure alarm was seen after processing of 164ml whole blood. A return pressure warning was seen after processing of 166ml whole blood and the treatment was aborted. Examination of the returned kit indicated a scuff covered by the dried blood on the left side of the collect pump tubing segment. The collect line and tubing segment were pressure tested to check for the leaks. The test confirmed the blood leak from the scuff. The cause for scuff on the collect line and tubing segment could not be determined. (B)(4).

Event description:
Customer called to report blood leaked from collect pump tubing segment. Customer stated they got air detected alarm, then checked the kit and noted blood leaking from the collect pump tubing segment. Customer aborted the procedure with no return of blood products to the patient. Customer stated patient was stable, they were able to start new procedure for this patient. Customer stated when starting prime to begin initial priming of kit, they had a centrifuge door alarm saying the door is not closed when it already was closed. Customer checked door and noted it was closed all way, customer opened door and then closed it again and was able to continue with priming of kit. Customer will return kit and smart card for investigation.